Manufacturer narrative:
Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Hooper, g.j. Et al. J bone joint surg br 2012;94-b:334¿8. Device not returned.

Event description:
Information was received based on review of a journal article entitled, "the early radiological results of the uncemented oxford medial compartment knee replacement." This study consisted of one patient who underwent left partial knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised to a total knee on (B)(6) 2008 due to lateral compartment osteotomy. Patient was revised to a total knee. No further information has been provided.